Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the device's readiness display showed the attention and charge-pak icons and did not show ok. It was observed that the device would not remain powered on to charge and shock defibrillation energy due to the internal hlc battery, designator bt2 being depleted. A cause for the internal hlc battery becoming depleted, could not be determined. A replacement device was provided to the customer under warranty.

Event description:
It was reported to a physio-control customer service representative that the customer's device showed the attention icon and the charge-pak icon in the device's readiness display. There was no patient use reported with the event.